Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (dla, size21) was explanted after 2.8 years. The physician complained that the valve gradients were prematurely high. It was also reported that patient expired, but date is unknown. Operative notes and additional information have been requested from the physician.

Manufacturer narrative:
Result = the complete manufacturing and material records for the subject valve were retrieved and being reviewed by quality control at sorin group (B)(4) inc. Histopathological evaluation is being conducted.

Event description:
The manufacturer was notified on (B)(6) 2015 that mitroflow valve (dla, size21) was explanted after 2.8 years. The physician complained that the valve gradients were prematurely high. It was also reported that patient expired, but date is unknown. Operative notes and additional information have been requested from the physician.

Manufacturer narrative:
This mitroflow valve was explanted after 2 years and 10 months due to a reported high gradient of prosthesis. Leaflet calcification, was detected with visual, x-ray and histological analyses. Large thrombotic depositions were visible on both sides of prosthesis. Pannus overgrowth covered both of the side of the valve. The concomitant presence of calcification, pannus overgrowth and thrombus led to a severe valve stenosis as showed by the increase of the gradient. Histological analysis revealed inflammatory cells and gram-negative bacteria spread inside the thrombus that covers the pericardium of samples. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the onset of the endocarditis may have contributed to calcification process occurred on this valve. Scientific literature suggests that a chronic bacterial infection in the body could disseminate bacteria into the bloodstream from where they reach the heart valves and produce an inflammatory basis for stenosis process.